Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the monopolar curved scissors instrument was broken at the wrist. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the tube extension was broken and missing a 0.15 x 0.25 piece at the proximal clevis interface. Evidence not conclusive, but damage to tube extension is likely due to mishandling/misuse. No other damage found. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were 0.04 - 0.10 in length and not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. Failure analysis investigation also found that the banana plug was bent. The evidence was inconclusive, but the damage was likely due to mishandling. The instrument passed electrical continuity testing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken tube extension/main tube damage found during failure analysis investigation if to recur could cause or contribute to an adverse event.